Event description:
It was reported that the right ventricular (rv) lead had high and varying impedance along with oversensing and noise. The lead integrity alert had triggered. Detections were turned off, and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not returned for evaluation; however, we did receive data collected from the device and have analyzed the data. Patient alert was recorded for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly trend data showed an increase for maximum right ventricular (rv) lead pacing from 992 to 2896 ohms peak between (B)(6) 2012. Ventricular non-sustained tachycardia of less than or equal to 210ms between (B)(6) 2012 were recorded. The programmer data showed patient alert for lead failure predictor on (B)(6) 2012. Patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The ventricular short interval count of 2391 counts in 27.94 days between (B)(6) 2012.